Event description:
A physician reported that during three surgeries, the patients' eyes were too soft although the intraocular pressure (iop) was adjusted at the system. Surgeries were completed without any problem. Patients impact is unknown. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility. This report is for a pool of patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).